Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation , e103 indicates failure of main lamp ignition. Aging lamp may be the cause of the phenomenon, surmised from the fact that the spare lamp ignited after the error indicated; the phenomenon was resolved after the customer replaced the lamp; and main lamp hour was over 400 hours. While the maximum lamp hour should be 500 hours, dust, piled up in the device, may have prevented heat dissipation by ventilation and accelerated the aging of the lamp.. Regarding the precautions for dust, the instruction manual has the following description. As a result, the reported event may have been prevented. Avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Feedback to customer : do not use in a dusty environment. Olympus will continue to monitor complaints for this device.

Event description:
Updates on the event reported: further communication with the customer (B)(6) bmet technician conveyed the following information: there was no patient harm during the case. As far as the other details there is no additional information available per the customer.

Manufacturer narrative:
Troubleshooting was performed with olympus technical support via the phone. The customer was instructed to confirm no dust was accumulated and the vents and fans were clear. The customer stated the vents were clear however there was some dust in the lamp housing. The customer will continue to monitor the issue since replacing the main lamp resolved the issue. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Not returned.

Event description:
It was reported to olympus, the main lamp had an error code e103 during a case, the spare lamp indicator illuminated and the light was dim. The main lamp was replaced and the case was completed without further issues. No patient harm or injury.